Event description:
Customer reported that on (B)(6) 2010 at 3:00 am, her elderly mother using the canopy enclosure pushed on the panel netting, causing the zipper teeth to disconnect. The pt got out of the enclosure and fell on the floor. As a result, the pt developed a small bump on her head. There was no serious pt injury reported. However, the pt remains under observation. The facility then called the distributor to quickly swap out the damaged bed. During the swap, the distributor stated to the customer and staff that the mattress was not properly installed, because the mattress was not in the mattress envelope, but inside the enclosure instead.

Manufacturer narrative:
(B)(4), (zipper teeth, disconnected). Eval, results: eval for the returned product shows that the window side a: zipper slider is missing; the window zipper slider body is open. Panel side b. Window zipper slider body is open. There was no pt serious injury related to the event reported. (B)(4).